Event description:
The customer reported to vyaire medical that the internal compressor of the avea ventilator was making a lot of noise and that an air loss alarm was displayed on the screen during set up prior patient use. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for evaluation. Therefore, no root cause could be determined. However, the customer stated that the air compressor was already replaced from their local stock and that the device is now operational. An order for a part replacement has been placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.